Event description:
It was reported of a device malfunction (water leak). Lot unknown. Discovered upon opening. No injury.

Manufacturer narrative:
Device manufacturing date and d4: device expiration date could not be determined device serial number/lot number is unknown. Event problem and evaluation codes: updated no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damages nor other workmanship defects were detected. Functional testing found a leak is observed at the drip chamber. The root cause of the reported issue was found to be a lack of a robust and repeatable adhesive dispensing method, since currently the adhesive application relies on the operators ability to achieve the desired 1/8? Dipping depth. Updated manufacturing process by adding an automated solvent dispenser instead of the manual process to improve consistency for meeting the process requirements. This issue is being monitored via an internal cat. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).